Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had multiple episodes of noise that were false high rate events. The ra lead had high, undefined, and varying pacing impedance and a polarity switch was noted. The ra lead was suspected to have fractured. The right ventricular (rv) lead alerted for an out of range pacing impedance. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.